Event description:
Boston scientific crm received information that high rate pacing at a rate of 130 beats per minute (bpm) was noted. The patient noted that they felt their heart racing. Stored episodes of ventricular tachycardia (vt) were noted in the device memory. When the stored episodes were reviewed it appeared to be some 50 hz noise from the minute ventilation (mv) feature of the device along with some un-identified noise. The right ventricular (rv) sensitivity was decreased which decreased the pacing, but only temporarily. Impedance measurements were noted to have increased and ranged from 550-850 ohms. A lead revision was performed and a lead fracture was identified. This lead was explanted and a new lead was successfully implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.